Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. Note, no pieces came off of the device.

Manufacturer narrative:
Alleged failure: they inserted in to patient and pulled back out and tip came off in the report, but the tip is still attached and visible. The failure(s) identified in the investigation is consistent with the complaint record. Based on the evaluation of this case the probable root cause/s could be blade comes in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device broke during the procedure. Note, no pieces came off of the device.